Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type : implantable neurostimulator.

Event description:
Information received from a healthcare professional from a clinical study reported hallucinations. The patient's daughter felt his hallucinations were worsening. Diagnostics included the patient reporting the event on (B)(6) 2016. Interventions involved a medical or non-surgical therapy intervention on the same day of report where there was an increase in the patient's seroquel dose from 25 mg to 50 mg at night. Etiology was noted as unlikely related to the device or therapy, not related to the implant procedure and other etiology reported as disease progression. The outcome was ongoing. The patient's indication for use was parkinsons dual and movement disorders.

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the event was considered resolved without sequelae on (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This value was updated from 2016-06-07 to 2017-06-07 . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.